Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report: 3006705815-2019-00781. It was reported the patient's leads had migrated. The issue was confirmed via x-ray imaging. Surgical intervention may occur to address the issue.

Event description:
Device 2 of 2 reference MFR report: 3006705815-2019-00781. It was reported that the patient underwent surgery to explant and replace the leads, which addressed the issue.